Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed prior to patient use.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was visually inspected and connected to a water bag to test for leaks. Results: small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue had only partly bonded. A lot check revealed eight other complaints of this nature for lot number 110601. Conclusion: the feedset tube exhibited some leak from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests the leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.